Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of hydromorphone at 1.936 mg/day (0.081 mcg/hr) via an implantable pump. On (B)(6) 2020, it was reported that, at a visit with the patient's healthcare provider (hcp) on (B)(6) 2020, a discrepancy was noted when the patient's pump report was read. The patient noted that the hcp's office was not sure what was going on and inquired if the manufacturer could tell them when the pump will need replacing. The patient was concerned that they would not hear an alarm because they suspected the pump alarm was not working. It was later clarified that, at an MRI done the previous week, the patient's pump was checked and the reports indicated that the pump would need to be replaced in less than a month. It was confirmed that the MRI was not related to the pump therapy. No symptoms were reported. No further complications were reported.